Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that low audio output occurred. On (B)(6) 2023, the continuous glucose monitor (cgm) was reading 43 mg/dl and the blood glucose reading was 44 mg/dl. The patient reportedly did not hear the urgent low alarm while sleeping. The patient self-treated with emergency shots of glucagon and recovered after treatment. There was no documentation of additional medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product was provided for evaluation. Data was received but does not reflect the alleged device. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that low audio output occurred. No product was provided for evaluation. Data was received but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).